Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). On september 20, 2018, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was june 22, 2018 where it was reported that the device was producing an incomplete mesh and the washers and shoulder bolts were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was june 21, 2018 where it was reported that the device was returning with skin graft mesher serial number (B)(4) and produced an incomplete cut and was deemed non-repairable. This is not a related issue. Product review of the skin graft mesher on september 26, 2018 revealed that the calibration was out of specifications but the device produced a passing sample mesh. The roller gear was damaged. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut even after the collars, bearings, and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 26, 2018 which included replacement of the roller, worn bushings, worn side plates, shoulder bolts, and washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete cut when tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced an incomplete cut when tested. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher had incomplete mesh. The device was used on previously harvested cadaveric skin. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp- the device has been returned to the manufacturer for evaluation and the investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
Skin graft mesher had incomplete mesh. The device was used on previously harvested cadaveric skin. No adverse events were reported as a result of this malfunction.